Event description:
It was reported that the customer changed the battery due to a low battery alarm, but the insulin pump's screen would not turn on. The customer's blood glucose was 113 mg/dl. The customer tried several different batteries. Advised to call back when the customer had his insulin pump with him in order to troubleshoot and determine if the problem was with the battery cap or needed to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.